Event description:
Per the clinic, the patient underwent surgery on (B)(6), 2012, to correct a skin overgrowth. The 8.5mm abutment was also exchanged with a new 8.5mm abutment. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.